Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/15/2016 with the following findings: during investigation, evidence of moisture was found behind the display lens. A leak test was performed and failed due to a display lens leak. The pump was opened to find evidence of moisture on the transceiver board. Unrelated to the original complaint, a hairline battery compartment crack was found below the bumper toward the case seal.

Manufacturer narrative:
Follow-up #2 date of submission 02/13/2017 - correction to serial #.